Manufacturer narrative:
The device is not available for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that on (B)(6) 2018, a bmw2021 bilayer matrix wound dressing 2x2 single was implanted. However, it was noted that the product was expired. At this time, it could not be confirmed by the physician if there are residual or problem identified associated with the use of the expired product. No patient injury were reported. Additional information has been requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification. The most probable cause of this complaint is the customer¿s inventory management system. The expiration date of the bmwd product used in surgery was likely not checked prior to surgery and use.